Event description:
Starting up ramp & scooter tipped. Investigation shows that the power chair was working properly and there was no malfunction.

Manufacturer narrative:
Male is legally blind and it is believed that he missed the ramp with the right front wheel of his power chair which caused the tipping.